Manufacturer narrative:
The user does not provide medical diagnosis results or pcr test results;the lack of reference standards for the comparison of different brands of test corresponding to the production batch of product retention samples (lot:221co20215) again, the negative test was pass.

Event description:
Customer feedback : tested negative with ihealth kit tested positive at urgent care after symptoms worsened . Claims kits from usps distribution, tests were on june 12th at 8pm and june 13 the at 7pm per test was performed at 830am on (B)(6) and was positive.